Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database could not be conducted based on the lot number since the lot number was not reported. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible, the cuff miss (per event) caused the suture to tangle with the foot, along with tissue during closure causing the foot to surf distally out of the guide become locked in the fully open position, however, this cannot be confirmed. The foot in the open position as well as with the tangled suture would prevent removal. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, for the first prostyle device, all steps were performed correctly, but when the device was removed, it was noted that the foot did not completely close. The lever completely closed, but not the foot. The device was removed with no reported resistance. For the second the prostyle device, a cuff miss [suture retrieval issue] occurred and the device could not be removed. A surgical cutdown was performed to remove the device. After removal, it was also noted that the foot was completely open and the sutures were tangled up. The aaa procedure was completed using the 6f sheath. Hemostasis was achieved with a surgical suture. There was a reported clinically significant delay in the procedure due to the surgery. There was no reported adverse patient sequela. No additional information was provided.